Event description:
Pt reported that they had given themself a bolus and then device generated an electronic error. Pt unsuccessfully attempted to clear error by removing/reinserting battery, then they noticed that there was a puddle of insulin in the bottom of the device's insulin cartridge compartment. Pt's blood glucose was not affected, and no treatment was received.